Manufacturer narrative:
The catheter was evaluated and the following observations were noted: the catheter is kinked approximately at 32 and 81 cm from the sensor, the cathter is non-functional, the cathter and silastic strain relief are twisted at the neck, and the evaluator made an incision in the cathter material evidencing the wires were broken. In conclusion, it appears that the cathter was stretched to a point that the wires were severed in the cathter. The complaint is not valid. The sensor appears to have been subjected to severe strain which caused the failure. At this time, jjpi considers this file to be closed.

Event description:
The microsensor suddenly went dead, and stopped working. However, when the device was explanted, pt's condition changed and icp monitoring was no longer necessary.